Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had an error code e226 when the ch-s200 camera head was plugged in. The issue occurred during a therapeutic laparoscopic bowel resection procedure. There were no reports of patient harm or injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, olympus confirmed the event reported, it is likely that the phenomenon occurred due to failure of the connector socket. Olympus will continue to monitor field performance for this device.